Manufacturer narrative:
(B)(6). The getinge service engineer installed another dss datasette and this solved the malfunction. The iabp was released back to the customer for clinical use.

Event description:
It was reported that while performing a recall software upgrade the installation of new dss datasette caused a problem with the startup of the cs100 intra-aortic balloon pump (iabp). The monitor screen remained blank and the iap produced a high pitch noise until it was switched off. No patient involvement or adverse event was reported.